Event description:
It was reported that the patient called his md with symptoms of feeling 'unusual'. Two days later the device was interrogated and a power on reset was detected. After the por was cleared, the device could not be reprogrammed or interrogated, there was no magnet response, and no pacing. The device was explanted. No patient complications have been reported as a result of this event.